Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck at seven percentage on windows update screen. A field service engineer (fse) attempted to access safe mode to stop the update but was unsuccessful. The station was reimaged, system time was updated, new firmware package was applied, essential security against evolving threats was installed, and remote support service (rss) connectivity was verified to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.